Event description:
The event is reported as: tips are different. Some are skinnier, some fit through the angiocatheter and some don't. The problem was discovered during the set up of the procedure. No patient injury or intervention reported.

Manufacturer narrative:
Add'l lot # - 07002. Method - actual device involved in incident was evaluated. DHR review and failure analysis. Results - DHR review showed no issues reported during the manufacturing of the reported lots. Failure analysis - samples received were from two different lots and were evaluated functionally with the angiocatheter that was received with the samples. Three of the four samples did not fit into the angiocatheter. Conclusions - based on the investigation performed to identify a potential root cause, it is concluded that the source of the defect was in the tipping process failing to form properly the tip on the catheter. As a corrective action, a ring gage will be used to inspect the material process.